Event description:
Attorney alleges as result of the sprint fidelis lead, patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause. (Patient) has experienced and/or is at risk of experiencing serious and dangerous side effects including but not limited to painful electric shocks to the heart, phantom fears/pain/shocks to the heart and/or failure to deliver necessary shock(s) to the heart, cardiac arrest, death, and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, need for subsequent surgery to remove or replace the defective device. (Patient) died on (B)(6) 2009 and said death was proximately caused" by the lead. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.